Event description:
Patient died 2 days after declot of hero vascular access device, 2 months after placement of both, a tunneled dialysis catheter in a femoral vein and a hero vascular access device in the right upper extremity. Autopsy was performed and cause of death is listed as renal failure with complications of thromboembolus. Pulmonary emboli are seen in both main pulmonary arteries and thrombi in the hero vascular access device.

Manufacturer narrative:
The device was not returned. The autopsy indicates the patient died of pulmonary embolism (pe) and clot was also seen in the hero vascular access device. However, the lower extremities were not examined for clot and the most common source of pe is thrombi from lower extremities. The implanting surgeon's opinion was that the death was not related to the hero device. The treating nephrologist indicated that the patient had clotting while on coumadin so, he was in the process of ordering coagulation profile. As with all esrd patients, this patient was at high risk for any number of sudden death events. Since autopsy did not include lower extremities, the source of the emboli cannot be confirmed so, the relationship of the death to the hero device cannot be determined. Embolism is listed in our instructions for use as a potential complication. We provide guidance for preventing pulmonary embolism in technical bulletins and guidelines on our website. We monitor reports of pulmonary embolism through our complaint handling system, and to date the trending remains considerably lower than rates noted in our clinical studies and labeling which are lower than the rates reported in the literature for renal patients.